Event description:
The daughter of a female patient contacted lifecor customer support to report that her mother's battery packs were displaying the "battery needs service" led on the charger. Neither battery pack would power up the monitor. Support sent a patient services representative (psr) to the patient to replace the battery packs.

Manufacturer narrative:
Device manufacture date: battery pack - 02/2008, the other battery pack - 02/2008. Device evaluation summary: device evaluations of two battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. There were many "battery runtime expired" flags on the download from this patient. This meant that the battery pack was used for greater than twenty four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarm sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs.